Event description:
A peritoneal dialysis (pd) patient reported that when he woke up during drain 1, he found the blue trigger of the patient line pulled out and setting on his bed. There was fluid leaking from the port. He believes it may have been pulled out by getting caught on something when he moved. The patient was advised to discontinue the current treatment and setup with new supplies. After doing so, he was able to complete treatment. The patient was advised to follow up with his pd nurse. He retained the set and gave it to his pd nurse. During follow up, his pd nurse reported that the patient had pre-existing peritonitis for which he was being treated with antibiotics. He had reportedly acquired the peritonitis due to constipation and was using another manufacturer's cycler and supplies at the time. He has recovered from this infection and has continued pd treatment. No adverse event due to this event reported at this time.

Manufacturer narrative:
A plant investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.